Event description:
Per user facility medwatch report form (B)(4) advised that during a resection of femoral artery aneurysm procedure; the tip of the device broke off. The tip was found. The procedure was completed using another instrument. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.